Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified anastomotic vein of near left forearm. A symmetry balloon catheter was advanced for dilatation. However, during second inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with this device. There were no complications reported and the patient was in good condition post procedure.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified anastomotic vein of near left forearm. A symmetry balloon catheter was advanced for dilatation. However, during second inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with this device. There were no complications reported and the patient was in good condition post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A leak test identified a pinhole located approximately 8mm proximal from the proximal markerband. An examination of the balloon material and markerbands identified no other issues. The rated burst pressure for this balloon is 15 atmospheres as per symmetry specification. A leak test identified a prox bond leak. A visual examination identified no issues with the tip of the device. No other issues were identified during the product analysis.